Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The device sleeve was returned separated from the sheath. The header bag of the device was returned and no other components associated with device were returned. Upon visual analysis, the deployment sleeve was in the rear lock position with the color bands fully exposed. The carrier tube assembly was separated from the sheath hub. There was deformation observed on the both latches of the deployment sleeve. The latch appeared to be deformed and pushed out. Based on the condition of the returned device, the complaint could be confirmed for assembly difficulty based on the damage observed on the latch. The exact root cause of the event cannot be determined but the damage to the latch may occur during the off-axis insertion or forceful removal of the deployment sleeve from the sheath. No functional anomalies were found with the tensioner. Due to the condition of the returned device, the definitive cause of the failure cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation - clinical coordinator. The actual device has returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was operated by a physician when the doctor pulled back for the second click the angio-seal broke. The anchor was still in the vessel and was sealed against the sheath, so he pulled everything out and tamped down and sealed the vessel. Patient was fine. Blood loss was less than 250cc's. Patient condition was good. Procedure outcome was good. There was no patient injury, medical/surgical intervention required. . There were no other devices or equipment used with the reported product. Additional information was received on 11october 2021: the component that broke during the second click pull back step was the back of the angio-seal where the physician was pulling from. The procedure performed for the patient prior to use of closure device was angio. Sheath size used was 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Patient was in stable condition.